Event description:
Clinical study. Three hundred and seventy one days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.0mm, 90% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.50x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Three hundred and seventy one days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was probable renal failure as the pt was an end renal pt and the target vessel was not involved.

Event description:
Target lesion 1 was located in the distal portion of the svg to r-rpa, svg to rca with 85% stenosis ( with a type c thrombotic lesion) and was 10mm with a reference vessel diameter of 3.5mm. Target lesion 1 with placement of a 3.5 x 20mm taxus stent, with 10% residual stenosis. A filterwire ez system was used for distal protection. Final angiography demonstrated no dissection and brisk timi iii flow in the distal vessel. 93 days after the initial procedure, during the 6-month follow-up period of the study, the patient expired. Per telephone contact with the patient's wife, he was a nursing home resident at the time and was not hospitalized. In the opinion of the physician the primary cause of death per death certificate is "chronic obstructive pulmonary disease, "and the target vessel(s) is not involved.